Event description:
Patient was revised due to pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, provided information stated metalosis might be a contributing factor. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.